Event description:
It was reported that when the device was taken out of the package it was noted to have a kink in the shaft at about the area where the protective mandrel stopped inside the shaft. The product was not used. This MDR is being filed based on the results of the investigation of the device which identified a separated tip.